Event description:
During the first week of scheduled drug library updates of our infusion pumps, we experienced a fail rate of approximately 10%. We retrieved over 400 pumps from various locations in the hospital. At least 40 pumps could not be updated, because they failed to connect to the computer running the manufacturer's "hibased" application, which is required to install the new library.of the failed pumps, we shipped at least 20 to the manufacturer for repair. The rest were returned to clinical use with the original drug library still installed. These are pumps that were working properly for any patient-related function, but are unable to be updated to the new library.as our updates have continued, we are skipping those pumps which fail the hibased connection, since we cannot afford to take more pumps out of use until our first batch is returned.the manufacturer has estimated a cost of $14,000.00 to repair our 20 pumps. We expect a similar cost for the remainder of our failed pumps by the time we complete the library updates. This roughly 10% fail rate seems excessive for pumps that are just over two years old. We will be doing more updates in the future, and we are concerned that the fail rate will continue or even increase.the manufacturer's agents have usually claimed that these failures are due to corrosion after inappropriate cleaning by our staff, i.e., by spraying the pumps instead of wiping them with a moist cloth, but our own sampling of a few failed pumps has found little, if any, corrosion.this same failure has also been a problem when an incident has occurred but neither we nor the manufacturer could retrieve the pump's electronic event log contents because of the inability to connect to the hibased computer application.======================manufacturer response for infusion pump, infusomat space (per site reporter).======================manufacturer is still investigating the problem.